Manufacturer narrative:
This report is being sent to provide new information in section e (initial reporter).

Event description:
It was reported that this right ventricular (rv) lead recently caused a cardiac perforation resulting in a severe pericardial effusion. The physician surgically repositioned the lead to resolve the event, and the patient was stable. This rv lead remains implanted and in-service.

Event description:
It was reported that this right ventricular (rv) lead recently caused a cardiac perforation resulting in a severe pericardial effusion. The physician surgically repositioned the lead to resolve the event, and the patient was stable. This rv lead remains implanted and in-service.